Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause : the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was a result of an escape of wbc from the lrs chamber during the majority of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be due to a blockage of the plasma line, resulting in elevated flow rate through the lrs chamber. As this blocked plasma line condition existed from the onset of the collection, the signals from the rbc detector remained constant throughout the collection and trima was not able to detect contamination conditions and flag the procedure.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was a result of an escape of wbc from the lrs chamber during the majority of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be due to a blockage of the plasma line, resulting in elevated flow rate through the lrs chamber. As this blocked plasma line condition existed from the onset of the collection, the signals from the rbc detector remained constant throughout the collection and trima was not able to detect contamination conditions and flag the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.